Event description:
It was reported the patient experienced increased baseline pain. Despite dosing increases the pain symptoms persisted. A volume discrepancy was noted. The actual residual volume (arv) of 20ml was greater than the expected residual volume (erv) of 13ml. Hcp believed there was a kink to the catheter via x-ray. The surgeon wanted hcp to rule out the pump and do a roller study. There was nothing abnormal noted in the logs. The reservoir said there was 13.9ml in the reservoir but they brought the patient in for a refill because they were going to change the dose and concentration. The pump was filled with saline. Hcp reported the catheter was kinked. A myelogram was inconclusive but they were unable to aspirate or bolus the catheter. A catheter revision was done. They unkinked the catheter, aspirated it and received good cerebrospinal fluid flow. The pump was delivering fentanyl, clonidine and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter: product ID, 8590-9 lot# n331039, implanted: 2012 (B)(6), product type accessory. (B)(4).